Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine [5 mg/ml] at a dose of 1.33 mg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and the patient did not have an MRI (magnetic resonance imaging). The patient was seeing a personal therapy manager (ptm) code of 8476. Pump status and/or event log report motor stall occurred and stopped pump period may exceed tube set. The motor stall was active. The stall occurred on (B)(6) 2017 and tube set occurred on (B)(6) 2017. The patient did not hear the alarm. The patient also did not hear the alarm while they were in the patient¿s room. It was confirmed the critical alarm interval was set to 10 minutes. It was confirmed there were no electromagnetic interference (emi)/magnetic sources present. No symptoms/complications were reported.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to gear wheel 3. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to reflect the patient's weight at the time of the event updated to reflect the information provided on 2018-jan-04. Updated to reflect the patient's pump explant date. Updated with the facility contact information received on 2018-jan-10 - (B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) via a manufacturer's representative on 2018-jan-04. The cause of the motor stall and any contributing factors to the motor stall were unknown. It was also reported that the patient had withdrawal symptoms. The patient was reportedly given oral medications. The patient's pump was replaced on (B)(6) 2018 and was to be returned for analysis. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported.